Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there were high impedances over 40,000 ohms when they checked impedances at the stage 2 implant. The extensions were removed and unhooked, but impedances were still high. The ins was replaced and all impedances were in range on both sides. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code (B)(4) has replaced code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis product ID# (B)(4): the returned ins passed all testing in the laboratory. No anomalies were identified. Fdc code (B)(4) replaced previous codes of type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight information provided. If information is provided in the future, a supplemental report will be issued.